Event description:
The advocate stated that the customer tested his blood glucose using his contour and elite meters. The elite meter read 130 mg/dl, while the contour meter read 370mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.